Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, and h10. Based upon the additional information received by intuitive surgical, inc. (Isi) on (B)(6)2020 and (B)(6)2020 the following was learned: 1. All the instruments were inspected prior to use. 2. No instrument collisions were reported during the procedure. 3. The surgeon reported no malfunctions with either the da vinci system and/or instrumentation. 4. Third party instruments were used. 5. No damaged instruments matched the fragment that was identified after surgery. Upon further evaluation of the information provided, an isi medical safety officer noted that given the size of the alleged fragment provided in photos (~ 5 mm) and the attestation by the site that ¿no damaged instruments matched the fragment that was identified after surgery¿, it is very unlikely that the alleged fragment was generated from any of the instruments that the site inspected after surgery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The site's system logs, with a procedure date of (B)(6) 2020, show that a 30 degree endoscope, maryland bipolar forceps, monopolar curved scissors (mcs), and large needle driver were in use during the procedure. System logs indicate that the 30 degree endoscope has been used during a subsequent procedure, but the maryland bipolar forceps, monopolar curved scissors (mcs), and large needle driver have not. A review of the site's complaint history has been performed and no related complaints have been identified. At this time, it is unknown whether the fragment originated from one of the aforementioned devices. Images of the fragment were provided and reviewed by the isi failure analysis and clinical engineering teams. The fragment was unable to be identified as a component of a da vinci device. During prostatectomy procedures, da vinci instruments are used to transect the bladder neck and the urethra to separate the prostate. During this task, it is possible for objects to fall into the urethra or bladder before the anastomosis is complete. However, a foley catheter is typically placed through the urethra to assist the surgeon with anatomical identification, retraction, and to complete the anastomosis. The foley catheter or balloon catheter is not made of metal and would block any objects from falling into the urethra normally. The metallic fragment appears to measure approximately 5 millimeters in length, which is likely too large to pass through the urethra unassisted. Due to its shape and sharp edges, it is expected that the urethra would be injured as it was being passed. Further information has been requested from the site. However, no additional details have been received as of the date of this report. A follow-up MDR will be submitted if additional information is obtained. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: based upon the information provided, the patient allegedly passed a metal fragment after undergoing a da vinci-assisted prostatectomy. However, the information did not indicate that the patient suffered any form of injury because of allegedly passing a metal fragment. Moreover, the metal fragment, that was allegedly passed during micturition after surgery, was unable to be identified by the isi failure analysis and clinical engineering teams. The isi medical safety officer was unable to determine if the da vinci system or instrumentation caused or contributed to the alleged event. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted prostatectomy the patient passed a metallic fragment during urination post-operatively. It is unknown whether additional medical/surgical intervention was or will be administered as a result of this issue. There is no report of an intra-operative malfunction of a da vinci system, instrument, or accessory. It is unknown whether the fragment originated from a da vinci device. At this time, the cause of the patient's post-operative complication remains unknown. Blank MDR fields: follow-up was attempted, but the patient information in patient information and device information was either unknown, unavailable, or not provided. The expiration date is not applicable. Implant date is not applicable because the product is not implantable.

Event description:
It was reported that after undergoing a da vinci-assisted prostatectomy with lymph node dissection procedure, the patient passed a metallic fragment during urination post-operatively. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event from the isi clinical sales representative (csr): there were no issues encountered during surgery. Per the surgeon, the patient is doing fine at this time. The site will not perform post-operative radiologic photography. The patient is concerned whether the part originated from the da vinci system. On (B)(6) 2020, isi contacted the surgeon and obtained the following additional information regarding the reported event: the surgical procedure was not recorded on video. The robotic instruments were inspected prior to use. There was no malfunction of the da vinci system or instruments. The surgeon does not recall observing any instrument collisions during the case. There were no intra-operative complications and no procedure delays. During the surgical procedure, the surgical staff also used the following 3rd-party manufacturer instruments/accessories: ¿elefant succer of coloplast and conventional laparoscopic grasper.¿ after completion of the surgical procedure, no damaged instruments were identified. According to the surgeon, all post-operative checks showed normal results. The patient was discharged on post-operative day #5 after a catheter was removed. At the time the patient passed the foreign body, the patient was already discharged from the hospital. A few days post-operatively, the patient developed pain during micturition and allegedly found a fragment or foreign object in the toilet. The patient then came back to the hospital. At that time, the hospital discovered an anastomotic leak and a catheter was reintroduced. The surgeon does not believe the foreign body was a fragment from any instrument used during the surgical procedure. The hospital currently has the foreign body. On (B)(6) 2020, isi contacted the surgeon again and obtained the following additional information regarding the reported event: while transecting the bladder neck and urethra to separate the prostate, a catheter was placed through the urethra. As a result of the anastomotic leak, the only medical intervention administered was re-introduction of the catheter. The surgeon attributed the anastomotic leak to the ¿patient¿s anatomy as a result of the previous transurethral resection.¿ the site will be sending the fragment to an independent appraiser for evaluation.